Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump (B)(4) had flowrate errors leading to an incorrect vtbi." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.